Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00106. It was reported the patient experienced inadequate therapy. An x-ray revealed that both leads had migrated in an inferior direction. Both leads were explanted, but the physician was unable to replace the leads (also see related MFR. Report#: 3006705815-2019-00110 and reference MFR. Report: 3006705815-2019-00111). As a result, the patient is awaiting further surgical intervention.